Manufacturer narrative:
The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the down button on the patient's infusion device was not functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.